Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results: 6.41 a.m. Hi, which on the system indicates a result in excess of 33.3 mmol/l 6.45 a.m. Hi 6.47 a.m. 10.8 mmol/l 6.50 a.m. 18.4 mmol/l 6.52 a.m. 11.8 mmol/l 6.54 a.m. 4.3 mmol/l 6.56 a.m. 30.9 mmol/l reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.